Manufacturer narrative:
Footboard was replaced.

Event description:
It was reported via repair work order that the footboard had a damaged clamshell with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.